Manufacturer narrative:
On 27-jul-2021, mentor received additional information about the event. The patient did suffer from baker grade iii capsular contracture in her left breast. The capsular contracture was confirmed during explantation surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected left breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 425cc gel breast prostheses developed capsular contracture in both of her breasts (baker grade unknown in left breast, baker grade IV capsular contracture in right breast). The capsular contracture was diagnosed during a physical consultation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 475cc saline breast prostheses on (B)(6) 2021. A postoperative diagnosis showed that only right breast baker grade IV capsular contracture was observed in the patient. This medwatch report is for the patient¿s left breast prosthesis.